Event description:
Reported that the system has generated a communication error with the footpedal during irrigation/aspiration mode. The doctor was able to complete the surgery with simcoe cannula.

Manufacturer narrative:
The manufacturer report number should have been 3006695864. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.

Manufacturer narrative:
Both selections - adverse event and product problem was selected in the initial report. Adverse event was incorrectly chosen. Other was checked in error. The categories are for outcomes attributed to an adverse event. The categories are not applicable to the event. Date of event has been provided. (B)(4). Device manufacture date provided usage of device was provided. Reuse was selected. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). Field service personnel visited the account and replaced the rear panel connector printed circuit board (rpc-pcb) from the system. He also replaced the footpedal. The system has been checked out and it meets abbott medical optics specifications.

Manufacturer narrative:
The returned signature advanced control pedal (acp), was evaluated visually by service depot and confirmed that this footpedal is a 2005 single linear version. The returned footpedal was tested 10 times for self-test and it passed all abbott medical optics specification, no problem noticed. A definitive cause however cannot be determined for the reported failure. Placeholder.

Manufacturer narrative:
(B)(4): placeholder.